Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted nephroureterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error 32100 on universal surgical manipulator (usm). Tse verified presence of several errors 32100 in logs. The usm could not be used. The procedure was completed with remaining three usms with no reported injury.